Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer experienced decreased blood glucose (bg) of 51-89 mg/dl which was addressed with the customer consuming carbohydrates. The suspected cause for the customer's bg was unknown. Additionally, the customer received multiple occlusion alarms. The customer's blood glucose was 308-505 mg/dl which was addressed with a manual injection. Troubleshooting could not be performed as the customer already changed supplies and resumed insulin delivery. Lastly, it was reported that the insulin gauge was inaccurate. The customer declined troubleshooting and continued to use the same cartridge for insulin delivery.